Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was frozen on the carefusion screen after displaying a severe error message. The customer tried to reboot but after restart, the device returned to the carefusion screen and remained frozen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a technical support specialist (tss) dialed into the station and confirmed it was functioning normally. The c drive was in a healthy state, the station was fully synchronized, and logs showed the latest transactions. Tss confirmed there was no issue with the device and no further investigation was required. The system functioned as intended after the technical support specialist investigated the device.